Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient's medications include; temazepam, lasix, guanfacine, ibuprofen, coreg and simvastatin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aa endoprostheses. On (B)(6) 2015, follow-up angiography identified a proximal type I endoleak with aneurysm enlargement from 5.2 cm to 8 cm. It was reported the endoleak was caused by disease progression of the proximal neck. On (B)(6) 2015, a procedure was performed whereby two aortic extender components were implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.